Event description:
It was reported by service report that the head left front side rail would not move and could not be locked in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: glide rods.